Event description:
It was reported that the patient stated that cannula was detached on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: denmark.establishment name: medtronic minimedcountry: united states of americastreet: 18000 devonshire streetcity: northridgestate: californiapost office or zip code: 91325¿1219.based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545,manufacturing site: 3003442380.